Event description:
Report received of an underdelivery. The pump was returned to the biomedical engineering department with an unsigned note that stated "rate ran slow." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clincial use. Though requested, no additional information was provided.